Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported suture break was not confirmed; however, a cuff miss was observed. The difference between the two failure modes is often not discernible to the user. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, the following information received: it was reported that the physician is being established in the preclose technique.

Manufacturer narrative:
(B)(4). Failure to follow step/instructions: the proglide device was used in a 22f common femoral artery access site. Per instructions for use, under indications for use: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.s

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery via 6fr sheath using the preclose technique prior to an thoracic aortic aneurysm (taa) procedure. Reportedly, a suture break occurred. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 22fr and the taa procedure was completed. Hemostasis was achieved using the pre-placed proglide sutures. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device; however, not established in the preclose technique. No additional information was provided.